Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the alleging the insulin pump was under delivery and scratches around the insulin pump casing. The customer¿s blood glucose level was 252 mg/dl at the time of incident and current blood glucose level was 338 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and aching in feet or body. The customer treated with the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was not calling back to performed high pressure test. Customer stated that they performed displacement test and self test and these test was pass. Customer stated that the drive support cap was normal. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit passed the dat test at 0.08750 inches. No device deficiency anomaly or under delivery anomaly noted during test. Device received with broken battery tube threads and cracked case lcd window corner.